Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed and the communicator was moved to a different location and a connection was made. At this time, this device remains in service and there were no adverse patient effects reported.